Manufacturer narrative:
Concomitnt products: etlw1620c93e stent graft implanted (B)(6) 2013; etbf2516c145e stent graft implanted (B)(6) 2013; etlw1620c124e stent graft implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.